Manufacturer narrative:
Product analysis :macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage suggests significant force was utilized. Optical examination of the fracture surfaces identified morphology consistent with brittle overload.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, patient underwent spinal decompression and fusion surgery from l4-s1. Doctor completed the disc ectomy for l5-s1 and inserted the cage, then this cage was found too big and decided to change the size. The cage got fractured while the surgeon was removing it. Partial implant still in patient's disc space .